Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is likely that the breakage of ig bundle caused the image to not be displayed. However, a definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject flex video scope exhibited image that was not displayed. (It returned to normal at times.). There was no patient involvement.